Event description:
It was reported that the j-wire caused a dissection resulting in additional stent placement. An enroute transcarotid neuroprotection system was selected for use in the right sided transcarotid artery revascularization (tcar) procedure. The procedure was performed according to standard protocol. The micropuncture sheath was placed and contrast fluoroscopy images were taken to locate the proper bifurcation view. No dissection was noted. The surgeon decided to stop short. He advanced the .035 wire (j-wire) to the stop short line, with the "j" forming properly at the end of the wire. The enroute arterial sheath was placed and tied with two 2.0 silk pops. The .035 wire and dilator were removed, and the neuroprotection device was connected. A contrast fluoroscopy image was taken to determine the coaxial location of sheath. This image revealed a dissection. The surgeon was able to complete normal tcar procedure using an additional 2 stents to cover the dissection. The patient was under local anesthesia and was neurologically intact throughout, demonstrating left hand movement. Following the procedure, all four extremities were tested and showed normal movement prior to the patient leaving room.